Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This report is for the same event as manufacturer report: 2937094-2018-00536.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 225,795 joules and 26:04 minutes the first fiber stopped working. The fiber was exchanged and at 130,000 joules and 14 minutes detachment of the metal cap inside the patient was noted. The cap was flushed out and recovered using saline. A third fiber was used to complete the procedure. The tip of the second fiber was cleaned during the procedure. Good patient outcome reported. This report is for the first fiber.